Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. A taxus express2 3.5x32mm drug eluting stent was implanted in a 90% stenosed lesion in the non-tortuous and non-calcified left anterior descending (lad) artery in 2004. The lesion had been predilated with a 10mm balloon and was post dilated with a 20mm balloon. The stent was reported to be well apposed and fully expanded. The pt was started on plavix and aspirin post procedure. Two years later the pt presented with a "late stent thrombosis." It was not reported how the thrombosis was treated. Additional info has been requested.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined and a similar complaints review could not be performed. The cause of the difficulties stated in the complaint could not be determined.